Manufacturer narrative:
(B)(4). It was reported that a patient underwent an ablation procedure for left idiopathic ventricular tachycardia with a thermocool® smarttouch® bi-directional navigation catheter and suffered a pericardial effusion. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The functionality of the catheter sensors were tested on carto 3 system. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. An irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system (model# m-4800-01 serial# (B)(4)

Event description:
It was reported that a patient underwent an ablation procedure for left idiopathic ventricular tachycardia with a thermocool&#59411;smarttouch&#59394;bi-directional navigation catheter and suffered a pericardial effusion. During mapping in the left atrium, a pericardial effusion was confirmed via intracardiac echocardiogram. No ablation had been performed. The procedure was aborted. The patient was reported to be in stable condition at the time this complaint was reported. It is unknown if medical intervention, surgical intervention or hospitalization was required. There is also no information regarding the physician's causality opinion. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.